Event description:
It was reported during followup that the patient was experiencing abdominal pain on the weekend on (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Additional information: b5 clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
H10 clinical investigation: the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Event description:
It was reported during followup that the patient was experiencing abdominal pain on the weekend of (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported during followup that the patient was experiencing abdominal pain on the weekend of (B)(6) 2021. The patient was admitted to the hospital and their pd catheter (not a fresenius product) was removed on (B)(6) 2021. No further information was provided related to the hospitalization; however, the patient was being treated for mycobacterium tuberculosis peritonitis secondary to an exit site infection after the pd catheter placement. In the presence of indwelling catheters, resolution of the infection may be difficult, necessitating surgical removal of the foreign body. Atypical mycobacterial infections are increasingly being recognized as a cause of exit-site infection in the peritoneal dialysis population. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Correction: d10.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of mycobacterium tuberculosis peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the peritonitis is suspected to be secondary to a prior exit site infection diagnosed the month before the peritonitis. Risk factors for developing tuberculosis peritonitis are diabetes in which this patient has type ii, and being immunosuppressed as are all patients with end stage renal disease. Exit site infections increase a patient¿s risk for peritonitis from the same micro-organism. Based on the available information and no allegation or evidence of a product defect or deficiency, the liberty cycler set can be excluded as the cause of the patient¿s mycobacterium tuberculosis peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the liberty cycler sets shipped to the patient for the three (3) month timeframe which immediately preceded the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they have an infection in their stomach. The patient stated they recently had surgery for their pd catheter (not a fresenius product) and was not sure if that was the cause of the infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This patient presented to the pd clinic with complaints of abdominal pain. A pd effluent culture was obtained, and the patient was initiated on antibiotics with intraperitoneal (ip) vancomycin 2gm and ip ceftazidime 2gm (frequency and duration unknown). The patient¿s culture resulted positive for mycobacterium tuberculosis and the white cell count was 453 (unknown units). The peritonitis is suspected to be secondary to a previous exit site infection diagnosed a month earlier. The patient was utilizing the liberty select cycler for treatment prior to the peritonitis event and continued to complete pd therapy during recovery.